Event description:
It was reported to tyco/healthcare/kendall in 2002 that peritoneal catheter would not drain after exchange. The catheter requried replacement and functioned without difficulty. Actual device is pending - may not become available. No pt harm or injury.